Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed failed self-test twice. The self-test passed. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.